Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon receipt the monitor produced a discharge profile fault and discharge resistor r46 was cracked and had a bad solder joint. The cause for the discharge profile faults was the defective resistor. The root cause for the defective resistor cannot be positively determined. No adverse event resulted from the defective resistor. The last pt to use this monitor did not report any deficiencies.

Event description:
During servicing of monitor sn (B)(4), which was returned for routine maintenance, the monitor produced a discharge profile fault during intake test (B)(4). The last pt to use this monitor did not report any problems.